Event description:
The complainant has reported that a pt (age and gender unknown) underwent an ercp procedure for stent placement. The coating jacket from the hydra-jagwire coiled at the transition zone which prevented the stent from back loading over the wire. The procedure was not completed as the clinician was unable to maintain access. The procedure is to be rescheduled. The patient condition was reported as fine with no ill effects sustained.